Event description:
Paramedics attempted to administer a shock to a patient (no patient details reported). The device allegedly failed to charge and use of the defibrillator was inhibited. The patient's outcome was not reported.